Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had flashing display. The customer¿s blood glucose level was 165 mg/dl. The customer reported that the insulin pump was alarming since then and it has been flashing white and red light. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank solid black lcd display with horizontal black lines due to cracked lcd glass and a cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.